Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion tubing had detached from the luer-lock or the connector of the infusion set. The reporter didn't know which end came loose. No other details were provided. No adverse event reported. The device lot number was not provided. Return of the suspect device was requested for evaluation.